Event description:
During svc activity related to a field action, a ge healthcare field engineer measured gaps between the linear rail and rotor. No screws were loose on the associated linear rail. No detector fall event and no injury occurred.

Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR# 9613299-2013-00001. Based on engineering analysis these measured gaps do not compromise the structural integrity of the component and therefore do not introduce a hazardous situation. A ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.